Event description:
It was reported there was a catheter issue. A dye study was attempted on 2014 (B)(6). Dye was able to be injected, but it was unable to be seen going into the catheter or into space. Dye was also not seen near the connector. When re-reviewing the x-ray pictures, there was some shadow that reflected dye around the perimeter of the pump underneath the pump connector. The location of the issue was unknown. Catheter replacement was recommended. The patient had been experiencing symptoms of withdrawals over the last month, since the beginning of (B)(6). The symptoms were specified as altered mental status, increased spasticity, and underdose symptoms which also included itching, loss of consciousness, hypotension and decreased kidney function. The patient had less than 50% therapy relief. The patient had gone to the hospital several times. It was reported, the patient became very ill and ended up in the intensive care unit because of failure to the pump, catheter, or both. This consequently caused some kidney failure. As of 2014 (B)(6), the patient was at home and doing okay on oral baclofen. The pump and catheter were planned to be replaced the next day. It was reported that it was unknown if the aforementioned kidney issue was related to the event as the patient was ¿very complicated.¿ it was reported on 2015 (B)(6) that there was no cerebrospinal fluid (csf) flow from the catheter access port. The surgeon went into the spine, disconnected the 2-piece catheter and there was still no csf flow. There was still no flow after attempting to aspirate the catheter. The distal portion of the catheter was replaced and there was then great flow from the spinal portion of the catheter as well as the catheter access port when everything was connected. Since the distal portion of the catheter was replaced the patient was doing better. The dose had to be reduced to the lowest programmable dose and now the dose was being titrated as needed by the patient¿s physician. The system was being used to deliver lioresal.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6);product type catheter product ID 8 731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).